Event description:
The pt was treated with the qs arterial closure system in 2002 to achieve hemostasis at the arterial puncture site following a catherization procedure. Hemostasis was achieved after applying manual pressure at the puncture site. No complications were noted at that time. In 12/2002, the pt was diagnosed with a pseudoaneurysm at the same puncture site and surgery was performed on the same day.